Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial#(B)(6),implanted: (B)(6) 2018, explanted: (B)(6) 2024,product type lead product ID 977a260 lot# serial# (B)(6), implanted:(B)(6) 2018,explanted: (B)(6) 2024, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 19-sep-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 29-nov-2022, UDI#: (B)(4) analysis of lead 977a260 ,(B)(6) found conductor 4 was broken at weld sight in the distal end. Analysis of lead 977a260 (B)(6) found conduct 2 and 3 were broken at weld sight in the distal end and conductor 6 was broken 20.0 cm form the distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). T was reported that the patient had a return of pain. The leads migrated down to t10. Not sure when that happened. Patient also had a spinal fusion surgery this past november. Continued pain after spinal fusion. Neurosurgeon suggested that the scs leads be revised and placed back into optimal location to see if that can provide additional pain relief for the patient. Impedance and connection with the leads and battery were good at time of replacement. When removing leads they appeared to twist around the screw that was implanted for the fusion surgery. Prior to the spinal fusion, patient states that the scs implant was notproviding any relief. Battery was replaced today as well, as it was 3 years from end of life and physician thought it would be better to replace everything now and prevent a surgery in the near future. New leads and battery were placed.